Manufacturer narrative:
The tech found the link arm was broken. The tech used a brake/steer upgrade to repair the stretcher.

Event description:
Info received indicates the casters will continue to roll if the foot pedal was used to engage the brake.